Event description:
It was reported the pocket adaptor was ¿missing the neurostimulator plug¿ from the package. As a result of the event, a different pocket adaptor was used. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the device¿s packaging was returned and ¿the returned box contained an opened sterile package with no product in it. Because the sterile package was opened and empty, it could not be confirmed or denied that the plug was missing. Other than observing that the package had been properly sealed, there was no analysis that could be done to provide any conclusion regarding the alleged missing plug."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.